Event description:
Rep reports that patient acquired an infection with the bactiseal, which resulted in an explant.

Manufacturer narrative:
Codman has received both devices for evaluation. However, there was no mention that there was an issue with the valve. Upon completion of the investigation, a follow-up report will be filed.